Event description:
The week distributor reported the incident in february 2005, a laparoscopic choleoystectomy was performed in 2005 at a public hospital. The surgeon ligated the cystic duct with two (2) hem-o-lok polymer clips. He tested the clips to assure security of the clips on the vessel. Once security was obtained,the surgeon proceeded to remove the gall bladder and cloged up the pt. On the 2nd day, the surgeon received a call that the pt was experiencing significant abdominal discomfort. Surgeon re-opened pt and found that the two hem-o-lok clips that were on the cystic duct were in the opened position.

Event description:
No change from original submission.